Manufacturer narrative:
Additional information received on 18 october 2016 and includes: the patient tested positive for seratia marcesans. Batch reviews performed on 03 november 2016. Lot 150861: (B)(4) items manufactured and released on 12 june 2015. Expiration date: 2020-04-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Versafitcup cc trio acetabular shell ø 52, code 01.26.45.0052, lot. 151399 (k103352) (B)(4) items manufactured and released on 25 june 2015. Expiration date: 2020-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mectacer biolox delta ceramic ball head 12/14 ø 36 size m 0, code 01.29.209, lot. 148661 (k112115) (B)(4) items manufactured and released on 11 march 2015. Expiration date: 2020-01-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Versafitcup flat pe hc liner ø 36 / e, code 01.26.3644hct, lot. 152088 (k120531) (B)(4) items manufactured and released on 03 august 2015. Expiration date: 2020-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Versafitcup cancellous bone screw flat head ø 6,5 l 45, code 01.26.65.45, lot. 135327 (k103352) (B)(4) items manufactured and released on 05 february 2014. Expiration date: 2018-12-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On 04 november 2016, the (B)(4) performed a clinical evaluation and commented as follows: second infection on a tha patient. Reiterate infections are unfortunately a possible adverse event following joint arthroplasty. There is no reason to suspect that a defective implant caused this problem.

Event description:
The patient came in due to signs of infection. The surgeon revised the head, stem, liner cup and screws. The surgeon implanted an antibiotic spacer. The surgery was completed successfully. X-rays are available. Explants are not available.